Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple intermittent high blood glucose(bg) level of over 650 mg/dl; unknown cause. Bg was treated by delivering a bolus using the pump. The customer was instructed to consult with the healthcare provider regarding bg level. System check could not be performed as the issue occurred in the past.